Event description:
Customer reported that the fiber failed at start up. The case was completed with a second fiber. There was no report of injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report that the fiber failed at start up is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture proximal to the fiber/cap fusion zone. The glass cap was also found to exhibit devitrification. The fiber condition would result in activation of the systems fiberlife function and modulate the output beam or send the system to standby mode. Based on the analysis findings, the fiber condition may result in a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. (B)(4).